Event description:
A customer contacted baxter's (B)(4) to report receiving a system error 2240 alarm (air in line) with the homechoice (hc) machine during the drain cycle. The technical service representative (tsr) assisted the home patient (hp) to close clamps, disconnect from the hc, and remove the cassette from the hc. Product surveillance contacted the patient on (B)(6) 2010. According to the patient he does not recall what drain cycle he was when the alarm had occurred, however, he believes it was one of his middle drain cycles as it woke him up at night. The patient stated he discarded supplies and started over with new supplies. The patient's transfer set is still functioning properly. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) occurred during the drain cycle was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.